Event description:
It was reported that the patients spinal cord stimulator was no longer providing adequate coverage and was not holding charge. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg was kept by medical facility.